Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) "was dead already." Communication attempts were made with the clinic for additional information but were unsuccessful. Review of manufacturer records indicates that the device was implanted approximately 13 years earlier and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device had reached elective replacement indicator (eri) approximately eight months prior to the re port, that the patient had not been paced for the previous four years and the physician chose to abandon the device.